Event description:
It was reported that during a sleeve gastrectomy on the second firing there was one staple missing in the row closest to the cut line and on the third firing there were two staples missing in the same location. There was no significant bleeding in either location. They used a clip applier and over sewed to correct. There were no patient consequences.

Manufacturer narrative:
(B)(4). Batch # unk. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Additional information provided: sales team shared the concerns that since december 2021, the surgeons are seeing an increase in post of leaks 2-6 post operatively. Sales team shared the concern the surgeons have that there has been a design or manufacturing change in the device. Pms discussed the decrease of global rate of occurrence for complaints since the powered echelon + was introduced into the marketplace. The discussion involved the surgeons observation about missing staples and pms discussed the testing and evaluation that each reload undergoes. Tissue plowing and how that occurs were shared, and it was discussed with local sales to re-inservice the or staff on the proper way to clean the device to help decrease the instance of that occurring. Other potential causes were discussed, and the local sales team was educated on ways to share the information with the surgeons. The surgeons shared with ethicon medical and engineering their concerns regarding the increase in leaks they have seen since december 2021 that they had not seen in the previous years using a competitive stapler. The doctors feel that there must have been a change in the quality of the product that is affecting these leaks since it is occurred for each surgeon on separate occasions, and nothing has changed regarding their techniques or with their patient population. The leaks are occurring anywhere from 2 weeks to 6 weeks post op. Some are needing additional medical intervention, and some are not. The issue of a ragged and misshapen staple line, as if the knives are not sharp enough to cut the tissue, tissue being ¿pushed¿ out the end of the device, and possible ¿missing staples¿ along staple lines are issues that lead them to believe the quality has declined. Pms went over in detail global rate of occurrence for the powered echelon + regarding the complaints of tissue plowing, leaks, and staple issues. The rate globally for complaints has decreased since the introduction of the powered echelon+. It was shared how seriously medical safety and ethicon take complaints and the tracking that is involved with trending the complaint rates. There is an in depth process each reload device goes through to ensure that there are indeed staples in each anvil pocket as well as the activity plan those devices go through upon analysis to meet design and manufacturing specifications. There have been no changes to the blade components or the manufacturing of the knife blades. Pms discussed the analysis that was conducted on the returned device, (B)(4). Based on the event description and analysis tissue movement phenomenon was explained and reasons why the device would have a damaged knife upon analysis were shared. Pms shared the ways that were found during tissue testing that can lead to a decrease in tissue movement occurrence: device cleaning, correct tissue loading, and proper slr application (dry, clean and do not get slr wet for ability to adhere the best). The surgeons asked additional questions and those were answered by pms. Senior medical safely officer (B)(6) reiterated that ethicon takes these situations very seriously and we will continue to investigate these complaints and hear what the surgeons are saying. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 9/16/2022. D4: batch # unk. Investigation summary: the product was returned to ethicon endo-surgery cincinnati for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and with four reloads present. All returned products appeared normal and undamaged in visual inspection. In addition, a CT examination of the instrument was performed, and it was noted that there were several formed and malformed dragged staples remaining in the jaws. The reloads were received fully fired. Upon further inspection of the reloads, scanning electron microscope (sem) with energy dispersive spectroscopy (eds) was used to look for the presence of titanium on the top of the inner row drivers. Titanium was found which confirms that the reloads were loaded with staples. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. When positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.